Event description:
It was reported that the dealer stated the patient called and advised one screw fell out of the chair and the dealer set up an appointment to look at chair yesterday. Dealer stated the patient was transferring off the power chair and the captain seat fell off the base with the patient in it; the incident occurred before the dealer got there. The patient allegedly fell on the floor and received a gash in her arm and sought medical attention due to being diabetic. Upon inspection of the chair, the dealer saw the seat screws had come off and were missing.